Event description:
It was reported via service report that there was intermittent footboard functionality. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result code: loose ribbon cable.